Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. Seal remained in the loader device when the delivery device was removed. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
Investigation details: the visual inspection revealed that the delivery device was outside the loader device with the plunger not depressed. The seal subassembly was left behind in the loader device. Based upon these findings, the complaint that the seal failed to load is confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).